Event description:
Patient reported "deflation". This record is for a left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Patient reported "deflation". This record is for a left side. Device has been explanted.

Event description:
Patient reported left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g2, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed opening assessed as fold flaw opening. As per the investigation procedure crease fold and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.